Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were missing a bed on the remote screen of the central nurse's station (cns). They rebooted the kvm, and then the cns to try to resolve the issue. However, the cns would not boot up properly and was displaying a "display resolution" error message. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The problem described is related to display device resolutions and the inability to load the cns application when connected to a kvm (keyboard, video, mouse) switch. An attempt was made to bypass the kvm and connect the cns directly to the monitor, which allowed the unit to boot up and run. Upon reconnecting all the cables to the kvm, the cns was not booting into the application while connected to the kvm. The application appeared as "not responding" in the task manager, and the unit rebooted after multiple failed attempts. The user mentioned the possibility of getting a new kvm and said they would call back after locating one. As such, a root cause is likely related to a failing peripheral component, kvm. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1. 11/23/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide concomitant device or patient information as requested. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported they were missing a bed on the remote screen of the central nurse's station (cns). They rebooted the kvm, and then the cns to try to resolve the issue. However, the cns would not boot up properly and was displaying a "display resolution" error message. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were missing a bed on the remote screen of the central nurse's station (cns). They rebooted the kvm, and then the cns to try to resolve the issue. However, the cns would not boot up properly and was displaying the display resolution error. The customer was using a aten display setup with 4 non interactive displays in the ICU. When the cns rebooted, the resolution did not come in properly with the aten integrated with their setup. The cns software did not start. This caused the cns to reboot. Now without the aten everything works as advertised minus the non interactive displays. Then to get the aten and displays working again, they used the remote device on a display and plugged it into the aten to sync the devices. Once that happened, the resolution went to normal, and the software started. The cns was displayed on all screens. No patient harm was reported.